Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting the ¿device service required¿ warning prompt and switching itself on automatically. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on 9th july 2009 and operate successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence the device was being stored in a location where it was exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.